Event description:
Reporter alleged a valid lab result was obtained in relation to the original result of the blood glucose monitoring device. Reporter stated device result was 138 mg/dl and within a few minutes, lab result was 106 mg/dl. Reporter indicated controls were run five days after alleged lab comparison and found to be within an acceptable range. Reporter stated no treatment was received. A request was made for the return of the suspect device and replacement product was sent.